Event description:
A malfunction with the pump was reported, identified as malfunction code 16, with no notable events occurring prior to it. There was no adverse impact on the customer¿s blood glucose level. To resolve the issue, technical support decided to replace the pump. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was also informed to put the pump into storage mode before returning it, and understood the instructions. The pump was to be returned using a pre-paid label within 10 days.